Manufacturer narrative:
The explanted evoke scs system was discarded. The root cause of the reported charging issue and discomfort at the implantation site of the cls could not be definitively determined. The evoke scs system surgical guide states the following, "the risks associated with the implantation and use of a spinal cord stimulation system include: cls migration or suboptimal placement, which may result in pain or difficulty in charging and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for a charging issue and discomfort at the implantation site of their evoke closed loop stimulator (cls). These were attributed to movement of the cls due to the size of the patient¿s cls pocket. The patient reported that their prior pain condition had improved and the evoke scs system had not been used for several weeks. At the patient¿s request, the evoke scs system was explanted.